Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor initially paired to the ilet generated a replace sensor alert shortly after code entry, and the user clarified the sensor had been inserted the prior week; the sensor was replaced, a new pairing code 4558 was used, and the new sensor was paired to the ilet, after which the user manually entered a blood glucose to enable dosing due to a run mode message. Symptoms included hyperglycemia with a reported blood glucose of 256. Outcomes included approximately two and a half hours outside the 70¿180 range without backup therapy, ketone testing, professional medical intervention, or other assistance. Investigation included customer support troubleshooting and education to re-pair the sensor and restore ilet connectivity. Investigation of this case revealed a pairing failure limited to the ilet associated with an expired or failing sensor prompting a replace sensor alert, resolved by sensor replacement and successful re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-related sensor life status and device-use interaction leading to temporary loss of automated dosing until manual bg entry and re-pairing were completed.